Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Two have broken- oral-b brush head [device breakage]. Not securely attached to the handle- oral-b brush head [device connection issue]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, two oral-b brushheads, version unknown have broken and were not securely attached to the handle. He stated that the handle itself worked fine. No symptoms developed.